Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi operation. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2016 due to normal elective replacement indicator. No further information was reported.